Event description:
It was reported that the 9800 system locked up and the image went small during a procedure. After reboot, the procedure went as planned. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended and placed back into service.